Event description:
Gynecare morcellex tissue morcellator device used for laparoscopic cervical hysterectomy. The morcellator device functioned for about 15 minutes before stopping. The morcellator device made a clicking noise and the blade would not extend outside the sheath. Three different disposable devices were tried before a successful device was deemed functional. Gynecare/ethicon consulted and they indicated that it malfunctioned and would send replacements.